Manufacturer narrative:
Zimmer biomet complaint: (B)(4). (B)(4). Concomitant medical products: unknown screws catalog #: ni lot #: ni, unknown recon plate catalog #: ni lot #: ni. Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, at this time the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a new custom made device was requested for a revision surgery. The mandibular component was not implanted during the original surgery; this was reported in medwatch 0001032347-2016-00670. The fossa component and the recon plate will be removed during the revision surgery and the new custom made device which consists of a mandible, fossa, and baseplate will be implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The request for a new custom implant was canceled as the revision case was canceled by the surgeon. "The patient wants to be supplied minimally invasive." In regards to the surgeon's plans for treatment, the sales representative reports the fossa remains implanted and there are no plans to do anything else at this time.